Event description:
Reportable based on device analysis completed on 13 may 2024. It was reported that visualization issues occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but there was no image upon connection. The procedure was completed with another of the same device. No patient injuries were reported. However, device analysis revealed that the sheath detached from the telescope.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath had detached from the telescope and showed kinks in the sheath, imaging window assembly, and imaging core. Impedance testing revealed no electrical issues with the device. Media returned by the customer was inspected and showed the device box, but it did not present any evidence of the reported issue. Based on the evidence, the as reported code of image loss is confirmed.